Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving bupivacaine (asked unknown mg/ml at asked unknown mg/day) and fentanyl (asked unknown mcg/ml at asked unknown mcg/day) via an implantable pump for non-malignant pain. Caller states they have moved and also they are not happy because the dr keeps putting the pt on antibiotics instead of trying to find out where the infection is. Caller states for years and years (asked event date unknown) pt keeps getting infection after infection and states pt complains of pain that is on hip and belly area. Caller states the pt thinks the scs is in the belly area and the pump is in the back area. Caller states she is not sure if the infection is from or around the pump or scs.caller states she keeps having to bring her to the ER 5x just in (B)(6) 2021. Caller states they keep telling them the white blood count is high and they give her an tibiotic's and sent her back home. Caller states the pts "nitrates are way off the scale and they are talking "sequiculaule' or something like that being off".pss reviewed again mdt is not medically trained and redirected to dr as the dr is managing the pt care. T roubleshooting was not required. The issue was not resolved as troubleshooting is not needed. The patient was redirected to their healthcare provider to further address the issue. See (B)(4) for related pump complaint.

Event description:
Patient reported their hcp did a urinalysis and did not say it was arthritis. Patient stated cause not determined; they were treated with antibiotics for 1.5 months. Patient stated they are going to a urinary specialist with their hcp. Patient stated ins has been an issue for months.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.